Manufacturer narrative:
Pc-(B)(4). D4: batch # t5dz35. Additional information was requested, and the following was obtained: 1)what were the indications for surgery? Left hemicolectomy for adenocarcinoma of the descending colon; synchronous adenocarcinoma of the lung with brain metastasis; the brain metastasis has been treated with radiation 2)did the patient receive any preoperative chemotherapy or radiation? Radiation to the brain metastasis 3)what healthcare professional fired the device and what is his/her experience with the device? Medical doctor, board certified surgeon, associate professor of surgery, with 25+ years of experience 4)where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle 5)did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes 6)was the device difficult to close? No 7)was the device difficult to fire? No 8)did the healthcare professional receive audible & tactile feedback when firing the device? Yes 9)were the donuts inspected? If so, please describe. Yes, one donut seemed to be double 10)was a complete transection of the white breakaway washer visually confirmed? No, only partial transection 11)were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Immediate evidence that the posterior ghalf of the anastomosis was defective 12)was a leak test performed? If so, what type and what was the result? Yes, methylene blue test, immediate evidence of leak 13)was the staple line visualized endoscopically during the surgical procedure? No 14)what is the current status of the patient? Discharged home 15)is the ileostomy temporary or permanent? Temporary; I expect to close it in a couple of weeks time device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the surgical procedure? What is the current status of the patient? Is the ileostomy temporary or permanent? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in a laparoscopic sigma operation, a cdh29a was used for colorectal anastomosis. Clinicians heard the acoustic feedback both when inserting the head into the trocar and when the cutting washer broke. At the time of extraction, however, they noticed that the head seemed to move abnormally away from the stapler, they therefore made some extraction attempts by pushing the stapler back and forth gently. Once extracted they noticed that the cutting washer had a semicircular notch and with the pneumatic test, they noticed that only the front part of the anastomosis was intact. They then redone the anastomosis a little lower with another cdh29a, perfecting it with stitches and doing a protective ileostomy.